Event description:
Pt s/p heart transplant and was recently admitted after blood culture from both lumens grew pseudomonas flourescens and probably the next day gnr. Peripheral blood cultures were negative. Pt has a permanent line at home. Pt's heparin lot h104329 exp 8/2006 and saline lot 504352 exp 9/2006 are not from medical supply per the supplier. Family member has the heparin and saline at home but does not have it with them at the hospital -3 -4 hours away. The pt was hospitalized due to gram negative line infection and is being treated with zosyn and gentamicin. Pt is afebrile and is doing well. Line will be pulled after completion of ivig therapy in which pt will not need central access anymore. Rptr has pseudomonas flourescens in microbiology if add'l tests -pfge- are necessary.